Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that five screw spike sets had a leak during setup/preparation. This product was been used at hospital (B)(6). The operator of the product involved is unknown. Reporter has informed that no sample will be returned for evaluation. There are no companion samples to be returned. There are no other deficient products used during the event. There was not patient involvement therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.